Event description:
It was reported that the implantable pulse generator (ipg) would no longer charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred beginning of june 2024.